Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during his automated peritoneal dialysis therapy. Per initial report, the home pt awoke to find the pt line was disconnected. The home pt then reconnected and reprimed with the same setup. Baxter's technical service center assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of the incident per the home pt.